Event description:
Report received of an under-delivery. The pump was programmed for piggyback delivery on channel c. The primary line was programmed to deliver an unspecified amount of normal saline at an unspecified rate. The secondary line was programmed to deliver 50 ml of an unspecified medication at a rate of 55 ml/hr. It was unspecified if channels a and b were being utilized at the time of the event. After an unspecified amount of time, the nurse notice "the infusion was behind" and the rate was increased to 80 ml/hr. After an unspecified amount to time, the infusion rate was increase to 90 ml/hr. There was no reported audible alarm. There was no reported adverse patient effect. Though requested, no further information was vailable.